Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Evaluation summary: the device was returned for evaluation. The investigation could not confirm the customer¿s report that the unit resets on its own and flashes. The investigation of the returned device did not identify anything that would have caused or contributed to the reported event. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. A review of the device history record indicated that this unit was released meeting all specifications.

Event description:
The customer reported the unit resets on its own and flashes. This resulted in a minor burn to the patient that did not require any treatment.